Manufacturer narrative:
The field service engineer replaced the ucta (universal closed tube aliquoter) syringe pump assembly to resolve the leak from the ucta aliquot probe. The field service engineer verified instrument operation. (B)(4).

Event description:
The customer reported a leak from the ucta (universal closed tube aliquoter) aliquot probe of a unicel dxc 660i synchron access clinical system. The leak was contained within the instrument. The customer reported the right ucta aliquot probe dripped and leaked wash buffer in samples causing incorrect qc (quality control) recoveries. The customer described the volume of the leak as a " very small" amount. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.